Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11 device evaluation: intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grip tips opened and closed properly. The instrument passed the grip test. The backlash of the grips is due to the design and within the specified limits. The instrument was fully functional.

Manufacturer narrative:
The prograsp forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the prograsp forceps instrument had to be opened with an emergency key. The procedure was converted to open.